Manufacturer narrative:
Product event summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The analyst commented that the lead failure predictor triggered on 2014 (B)(4) for ventricular sic and nst. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that the device averaged 96 sic/hour on 2014 (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short interval counts (sic), high impedance and non-sustained tachycardia. The rv lead was found to have high impedance, a possible fracture and rv pace/sense noise. The patient received an inappropriate shock for noise. The lead was initially programmed off, the patient was hospitalized and two days later the lead was capped, partially removed and not replaced due to a system downgrade from an implantable cardioverter defibrillator (ICD) to an implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).